Event description:
Pt was admitted for cardiac catheterization on 10/22/96. Pt underwent surgery on 10/23/96 for mitral valve replacement using a right thoracotomy approach. The heart was fibrillated during the initial surical procedure for approx 3 1/2 hrs. At the conclusion of fibillation pt developed poor left ventricular function that necessitated placement of a bilateral ventricular assistive device. On future review, there was a question whether the fibrillating device contributed to the surgery due to cardiac tamponade. The pt expired 10/26/96. Autopsy report revealed: massive circumferential myocardial infarction involving base of left ventricle without significant coronary artery disease. Bilateral pulmonary passive congestion, edema and early pneumonitis. Microemphysema, moderate passive congestion of liver, bilateral mild chronic pyelonephritis, soft tissue edema, status postoperative: porcine mitral valve replacement, biventricular assist device placement, mediastinotomy for evacuation of pericardial blood clot.